Event description:
The device was used during a thoracoscopic procedure. Reportedly, the approximating lever broke upon removal from the package. The surgeon opened another for the procedure. No injury occurred.